Event description:
It was reported that the patient's blood glucose levels reached 201 mg/dl while wearing the pod. The patient reports they were not receiving blood glucose readings on their dexcom application as the transmitter number had not been added. The patient removed the pod an hour before going to the hospital. Once at the hospital the patient had x-rays, blood tests strep and a covid test administered. The patient was diagnosed with pharyngitis. The patient was treated with an injection. The patient was released from the hospital after 3 hours. The patients pod will not be returned as it has been discarded,

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.